Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event.

Event description:
It was reported that the tip of the instrument was broken. Although the instrument was used in surgery, no patient complications were reported.